Event description:
The patient did not receive correct stimulation for rib pain through the percutaneous system. The coverage was inadequate and the battery depletion was not normal. The device was replaced with no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the ins (serial # (B)(4)) found no significant anomaly, the device was functionally okay.